Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said that after an x-ray, the pt, their hcp, and the rep all agreed the pt needed a new stimulator. Pt said there's was no longer in the proper place and no longer works on "b". Pt said the batteries in their ins were old and not dependable. Pt said they are in pain but that they love to keep active and they don¿t know when they will be able to get a new device. Pt said there's is only 7 or 8 years old. Pt said the surgery is planned, but that they do not know the date of the surgery, only that they are in this "line" to get surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt wanted to know how old the ins battery was because the pt thought the ins was so old and that was why it acting up again. Recently in the last year the stimulation seemed to be turning off for no reason even though the ins would have charge. Also starting last year maybe, the ins battery use to last longer in charge for it use to last every 10 days but now it's every 7 days. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that after meeting with their healthcare provider (hcp), the cause of the issues is that the device is one of the first ones on the market. The battery is older and is slowing down. Patient adds that per their manufacturer representative (rep), the only solution would be to change the device/battery. Pt would like to have an appointment to review the improved device. Rep changed their settings from group b to group a, and this has not improved the patient's pain level.